Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial tuberosity advancement (tta) surgical procedure on a canine, it was observed that the battery device was not holding charge. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use, and the procedure was successfully completed. There was no human patient involvement as this was a veterinary procedure. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was unknown, however, it was reported that the event occurred in (B)(6) 2017. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.